Event description:
I have a respironics m series bipap, serial #(B)(4), with heated humidifier serial #(B)(4). For two nights now, when the humidifier is on, there is a smell of burning electrical wires coming through the mask. When I turn the humidifier off the smell goes away. I have used the machine now every night since (B)(6) 2009 so have at least 7200 hrs on it. I am concerned that if I inhale these fumes while asleep I may suffer some medical problem as a result. It can't be good to breathe such fumes. Respironics m series bipap with heated humidifier used every night from (B)(6) 2009 through (B)(6) 2012 for an average of 8 hrs per night. (Approx 7300 hrs).